Event description:
A customer reported that on (B)(6) 2011 an erroneous, low glucose (glucm) result was generated on a unicel dxc 800 synchron system for one patient sample. The initial glucm result was repeated in critical rerun mode and the rerun result was erroneously low. Subsequent repeat testing of the original sample on another instrument generated a result which was higher than both the initial and repeat glucm values. The glucm result generated from the second instrument was considered valid and reported outside of the laboratory. The erroneous low glucm result was not reported from the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. A subsequent precision assessment, performed utilizing quality control materials, failed due to false low results. No sample collection/handling information or specific patient information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) determined that the glucose and phosphorus bottle reagent lines were swapped. The customer does not run the phosphorus channel and the bottle and cup assembly were filled with water. It is unknown how the reagent lines were placed in the incorrect position. The fse returned the lines to their correct positions and this resolved the issue. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. The root cause appears to be reagent lines having been interchanged.